Event description:
A peritoneal dialysis (pd) reported to fresenius customer service (cs) that they were hospitalized with peritonitis. The patient was reportedly being treated with antibiotics (drug, dose, route, frequency, duration not provided) and was continuing to utilize the same pd catheter (not a fresenius product). Upon follow-up, the patient stated the cause of their peritonitis was unknown, however they were not experiencing any issues related to a fresenius product/device. The patient was still in the hospital and recovering from the adverse event. Multiple attempts were made to obtain additional clinical information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. During follow-up, the patient reported the etiology of the serious adverse event was unknown; therefore, causality could not firmly be established. However, the patient reported they were not experiencing any issues related to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) reported to fresenius customer service (cs) that they were hospitalized with peritonitis. The patient was reportedly being treated with antibiotics (drug, dose, route, frequency, duration not provided) and was continuing to utilize the same pd catheter (not a fresenius product). Upon follow-up, the patient stated the cause of their peritonitis was unknown, however they were not experiencing any issues related to a fresenius product/device. The patient was still in the hospital and recovering from the adverse event. Multiple attempts were made to obtain additional clinical information, and thus far no further details have been provided.